Event description:
Provider states the cord on the compact joystick is pinched because the user ran into a door. Provider states because the joystick cord is pinched this causes the joystick to intermittently work. No additional information provided.